Event description:
It was reported that during a training/demo of the da vinci system in a research and development lab, the sureform 45 black reload left behind two pieces of what was presumed to be yellow pusher material on the staple line. This was during an excised animal tissue lab and no patient injury occurred. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reload was discarded. This was an internal r&d lab, and the particulate was observed by clinical development engineers, including the initial reporter, performing the lab. From their perspective, there were no abnormal circumstances around this fire.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the sureform 45 black reload to perform failure analysis. The reload has already been disposed. Although the complaint regarding the physical damage and fragment issue was not confirmed by failure analysis since the reload was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. .